Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018. With blood glucose of 276 mg/dl. It was stated that customer had pancreatitis. The customer experienced symptoms such as feeling tired. The customer was treated with insulin injection. The customer was wearing the insulin pump during the hospitalization. The reservoir and infusion sets will be returned for analysis. Frn reservoir unknown; unomedical infusion set.